Event description:
A customer reported that the laser of an ophthalmic operating system was not working. The timing of the event and procedure details are unknown. It is also unclear whether the surgery was completed. No patient harm has been reported. Additional information was requested but has not been received to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in sections d9, h3, h.6 and h.11. The company representative was able to replicate the reported event. The nonconforming printed circuit board (pcb) interface was replaced to address the issue. The customer was advised about how to clean and reduce/avoid buildup inside the equipment. The system was tested and found to meet product specifications. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance-based review of the serial number was performed. There were no relevant contributing factors identified. A review for ¿complaints reported against this serial number¿ was performed. All relevant complaints found were reviewed as part of this investigation. The root cause of the reported event is attributed to the nonconforming printed circuit board (pcb) interface. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).